Event description:
It was initially reported that during a da vinci-assisted gastric bypass surgical procedure, while the sureform stapler 60 fired on stomach tissue with a blue sureform stapler 60 reload, the blade was "coming out" before the staple load and pushing the tissue out of the front of the stapler. The tissue was torn and the staples were not formed and fired correctly. As a result of the alleged stapler issue, the surgeon switched to a gastric sleeve from a gastric bypass procedure, and the procedure was completed successfully. Intuitive surgical, inc. (Isi) contacted the surgeon of this procedure and obtained the following additional information regarding the reported event: it was reported that the surgeon fired the sureform60 stapler instrument on gastric tissue with a blue sureform60 reload installed, it was the fourth fire. At that time, the blade came out ahead of the staple line, and the tissue was bunched up and pushed out. The surgeon stated that the staple line was partially cut, and there were malformed staples. As a result, the surgeon decided to switch to a gastric sleeve procedure from a gastric bypass. By changing the procedure to a gastric sleeve, the surgeon did remove some additional stomach tissue, by stapling behind the partially cut staple line. The surgeon confirmed the procedure was completed as a robotic procedure with no issues, and no additional recovery time or different post-op care.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the sureform 60 blue reload. The reported event was confirmed. The reload was returned used and completely fired. A review of remotef logs showed no firing failures. Upon visual inspection, the reload appeared to have lodged malformed staples at the end of the knife track. The staples were removed in-house and cartridge damage was observed. The reload was disassembled in-house for inspection and the reload was also found to have blade damage. The sureform 60 stapler instrument was placed and driven on an in-house system. The sureform 60 stapler instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument passed the staple firing test. The instrument was fully functional. Logs confirmed no firing failure. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). The following additional information was provided: this image shows malformed staples and an incomplete and jagged transection line. We cannot confirm that the knife or transection line was coming out ahead of the staple line as reported.